Event description:
The device was not fully forming clips and the device caused trauma to the application site. The surgeon sutured the affected area to control the bleeding. Procedure type: esophagectomy.